Event description:
It was reported that after the surgeon inserted an aq5010v three piece silicone lens, he decided to use a different power. The lens was removed and the incision was sutured after the replacement lens was implanted. The reporter stated the incident was due to a surgeon's preference and not related to the lens.

Manufacturer narrative:
(B) (4) - sutures - (B) (4), no product allegation - (B) (4).